Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6), 2009.there are no plans to reimplant as of the date of this report.

Manufacturer narrative:
(B)(4).